Event description:
The hospital reported that towards the end of a coronary artery bypass procedure, the om-9000s maquet logo plate popped out and fell inside the patient. The piece was retrieved. The delay in the procedure was minimal. The same device was used to complete the case. There were no patient effects. The marketing manager was present in the surgery. The user is highly experienced. Two lot numbers were reported, however, none was received inside the box when the product was returned. Reported lot numbers: 25010941 and 25011147. For lot number: 25010941; device manufacture date: 04/26/2010; expiration date: 03/31/2011. For lot number: 25011147; device manufacture date: 04/29/2010; expiration date: 03/31/2011.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 08, 2010, for investigation. Visual inspection revealed that the logo plate had detached and there was no blood on the device. Based upon this, the complaint for "logo plate detached" was confirmed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).